Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation was cascading effect of the reported slda. The reported patient effect of mitral regurgitation as included in the mitraclip ntr/xtr system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2020, it was noted the mr increased to 4. A second procedure was performed on (B)(6) 2020. During the procedure it was noted the first clip had detached from the posterior leaflet (single leaflet device attachment (slda)). A second clip was implanted lateral to stabilize the slda clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.